Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by email that during removal a tampon came apart and pieces remained inside. There have been three attempts (03-aug-2018, 10-aug-2018 and 17-aug-2018) to contact consumer for more information but we have not been successful. If we become aware of related adverse effect(s) on the consumer's health, a follow-up report will be submitted.